Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Device received with cracked battery tube threads and cracked case behind the insulin pump near the battery tube compartment. Test reservoir lock properly inside the reservoir tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and would not turn on after being exposed to moisture. The customer stated they went in waist deep water and the insulin pump stopped working. Contacts on battery cap were not missing or damaged. Customer stated type of damage was cracked at back of the insulin pump. Customer does not know the reason of how damage occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.